Manufacturer narrative:
The instrument energy activation cable has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the cable is returned (post evaluation) or if additional information is received. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the energy activation cable that connects to the harmonic ace curved shears instrument and electrosurgical unit (esu) was not sensed by the system. The site attempted to connect the cable to different ports on the esu; however, the issue persisted. Unable to resolve the reported issue, the surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. There was no patient harm, adverse outcome or injury due to the reported event. The investigation performed by the intuitive surgical, inc. (Isi) field service engineer (fse) was unable to reproduce nor confirm the customer reported failure mode. The fse followed up with the site's biomedical department and was told that they discovered that the reported cable energy activation issue was associated with the 3rd party cable and that the cables adapter was problematic. The site ordered a replacement energy activation cable to resolve the reported issue.